Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, when the colon was clamped after connecting the reload to the handle, the adapter rotated even though the doctor did not press the rotation button. There was no tissue damage, so the procedure proceeded in that situation. There was no patient injury.